Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called and reported that they experienced low blood glucose with blood glucose of 38 mg/dl at the time of the incident. The customer was at 67 mg/dl at the time of the call. The customer used food to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer reported insulin over delivery. Troubleshooting was completed and the customer stated the reservoir was pressed while they were connected. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0868 inches. No unexpected insulin flow blocked alarm/no over delivery anomaly noted during testing. (B)(4).